Event description:
A customer observed potentially elevated total b-hcg pt results. No false pt results were reported. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.